Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced leakage. The following information was provided by the initial reporter: apparenently there is also a leak at the base end of the j-loop as well. I have just tried a few even from one of the lot numbers and I only had one that popped .

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22119070. D4: medical device expiration date: 05-nov-2025. H4: device manufacture date: 03-nov-2022. H6: investigation summary: a complaint of set not priming properly and issues of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22119070 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of set not priming properly and issues of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mp5303-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced leakage. The following information was provided by the initial reporter: apparenently there is also a leak at the base end of the j-loop as well. I have just tried a few even from one of the lot numbers and I only had one that popped .